Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Not implanted or explanted, surgery was completed by using an alternative screw to fix the plate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 during a sagittal split ramal osteotomy, a midface matrixmandible lock screw 2.0mm self-tapping could not be inserted to fix the unknown plate. The surgery was completed by using an alternative screw to affix the plate. There were no surgical delay and no adverse consequence to the patient. Concomitant device reported: unknown plate, part & lot unknown, quantity one (1). This complaint involves (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review cannot be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the received screw is in a used condition with signs of use at the threads and head recess. Functional test: afterwards, and without having all impacted parts back, the complaint condition cannot be replicated anymore. Dimensional inspection: the relevant dimensions, which could lead to the complained issue, were measured with caliper and found to meet the specifications per relevant drawing. Drawing/specification review: as the lot number was not provided (and not etched on the product), we cannot determine when this screw was manufactured or take our investigations any further. Summary: the screw is rated as not confirmed, since the articles has passed the dimensional inspections. Afterwards, and without having all impacted parts back, the complaint condition cannot be replicated anymore. With the provided information, unfortunately we are not able to determine the exact cause of this complaint. We only can assume that during the operation an application error may have taken place. As these screws are very small and quite fragile, a lot of care is required while handling. Please refer to technique guide 036.000.938. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.